Event description:
It was reported the customer had cosmetic damage on their insulin pump. The customer's blood glucose was 61 mg/dl. The customer stated there was two cracks each side of their insulin pump and the plastic display window had fallen out. Customer stated they had dropped their insulin pump twice. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners, cracked battery tube threads and missing display window.